Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was disassembled and the internal battery was found to be leaking. Corrosion was also found in the battery compartment. A review of the pump's history revealed that the time and date defaulted to factory settings and that the pump rebooted several times on the reported event date. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 24 hours and the pump was found to power up appropriately to the verify screen with the appropriate emitted alarms with no rebooting. There were no alarms noted in pump's history related to the reported event.

Event description:
The patient stated that after taking the battery out and inserting a new battery, the pump completely lost power after setting the date and time. There was no visible damage to the battery cap or battery compartment. There was no visible corrosion in the battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.